Event description:
It was reported that the asymptomatic patient presented at the hospital for a device check after the implant procedure. Upon performing threshold testing, it was noted that the right atrial (ra) lead exhibited inappropriate capture, resulting in a loss of capture. The chest x-ray revealed that the ra lead had dislodged. The dislodgement was due to the ra lead being deployed into scar tissue, which was pre-existing from the patient¿s previous cardiothoracic surgery years ago. The ra lead was repositioned on (B)(6) 2025. The patient remained in stable condition.